Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. A root cause could not be determined. All information reasonably known as of 07 jan 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, an on-q pain management catheter reportedly used approximately two years prior during a total knee replacement procedure. The patient stated that the catheter was infused for three days and was scheduled for removal by the surgeon in a medical facility. According to the patient, the catheter fractured during removal, leaving an estimated ¾ to 1-inch segment retained in the knee. The patient reported that subsequent MRI and ultrasound imaging were performed; however, the retained catheter segment was not visualized, and no additional treatment was provided. The patient stated he was advised at that time that the retained segment would not cause problems. The patient now reports ongoing knee pain, discomfort, and reduced mobility, which he believes may be related to the retained catheter fragment. The patient was unable to identify the specific on-q device model used, and the manufacturer was unable to confirm whether the device involved was an avanos product.